Manufacturer narrative:
Pump was received with intermittent button response due to corroded keypad traces. No screen scrolling up noted. Unit had cracked display window corner, cracked reservoir tube lip and missing end cap sticker. Unit passed displacement test, rewind, basic occlusion, prime and no delivery tests. No excessive "no delivery alarm noted. Unit was received with normal operating currents and no unexpected off no power, low battery or failed battery test alarms noted. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 90 mg/dl. Troubleshooting was not performed. The device was returned for analysis.